Manufacturer narrative:
Concomitant medical products: product ID: 34872847, lot#: b0337623k, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 34872847, serial/lot #: (B)(4), ubd: 25-may-2009, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that during interrogation of the device, the plot 0 had high impedances but was not used in the programming so the patient had no complaint. No action was taken. The event was ongoing. Etiology was related to the device or therapy. No further complications were reported or anticipated.